Manufacturer narrative:
This incident is still under investigation.

Event description:
The needle head has been detached during the emg scan and the needle was stuck in the patient. The patient had another surgery scheduled and that was when the doctor removed the needle embedded inside the patient. The doctor knew where the needle was after an x-ray was made. The surgery was overnight and the needle was inside the patient for a few hours. It was located between the hip and gluteal muscle under the skin - it was hidden under the epidermis. The patient is in very good condition and there were no consequences for the patient.